Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The concerned sample shows an intact mesh of the non absorbable part of the explanted device. The appearance of the ring is what is expected after implantation for more than three weeks and the long exposure period to air. The cause for the event could not be verified.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient developed a staph a infection. A reoperation was done on (B)(6) 2013. During the procedure it was noted that the mesh was disintegrated and the ring was in pieces. Additional information has been requested.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient developed a staph a infection. An open abdominal re-operation was done on (B)(6) 2013. During the procedure it was noted that the mesh was disintegrated and the ring was in pieces. The mesh was removed and a vacuum was placed over the infected area. Additional information has been requested.